Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 63 mg/dl (aviva system 1) and 103 mg/dl (aviva system 2). Customer used the same vial of test strips and interchanged the code key between the two meters. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 2. Reference medwatch with (B)(6) for the aviva system 1.